Event description:
Clip applier failed during cholecystectomy at the point where the cystic duct was clipped on the gallbladder side, triply clipped on the common duct side, and divided. There was no delay in case. Surgeon opened another clip applier .